Event description:
Initial device-based testing ie= intra-op dft's (defibrillator threshold testing) caused a short circuit with high voltage impedence level less than 20 ohms. As such, generator changed and new device attached to implanted lead with excellent threshold and sensing.